Manufacturer narrative:
During technical support call, technician noted with left siderail disconnected the head stopped raising on its own. The technician noted he will further isolate to determine which is root cause and parts to be replaced. Baxter technical support contacted the account two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the head section raises on its own. The bed was located at the account. There was no patient/user injury reported.